Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): representative samples were returned for evaluation. It was found that one of the needles had thin walls and a crack was noted inside of the hole and at the edge of the hole.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2013 and suture was used. Prior to use on the patient, the suture broke off from the needle. Another like device was used to complete the procedure with no adverse patient consequences.